Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a wallflex enteral colonic stent was placed two months ago. According to the complainant, the stent migrated and caused a rectal ulcer. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, a device expiration and manufacture dates are unknown. The complainant has not indicated if the device will be returned. Should the device be returned, upon receipt and completion of a failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.